Event description:
It was reported the device force at zero failure with -0.82 pounds. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and the pump was in good condition. No apparent contamination. Device history log showed force sensor test. The power up process, check and test force sensor found force sensor test error was found during power up process, failed force sensor reading at 0.00 lbs the force reading is -1.05 lbs and the count is 0.00 (the count of the force usually at 30s). Force sensor was out of calibration. The root cause was unable to determine. The tech performed force sensor calibration and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.